Event description:
It was reported that the patient came to the hospital due to the device beeping. It was noted that there was a carealert for several episodes of oversensing, short v-v and non-sustained episodes, and that lead noise had inhibited pacing. Sensing was reprogrammed from rv (right ventricular) tip/coil to bipolar, no further noise was seen, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478, lead, implanted: (B)(6) 2006; 4086, competitor lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.